Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient has a deep brain stimulator and a sacral nerve stimulator. They said they were having tremors like they had never had before, they thought it was a problem with having both systems at the same time. They said it started 2 days prior, they were not able to sleep. They tried adjusting the deep brain stimulator and the tremors did not improve. They said the sacral nerve stimulator kept going off by itself. When asked to clarify the patient stated it kept turning on. They said they couldn't check the device because they didn't have a cord to charge the handset. They said their body always responded to medication, but it was not doing much good. It was not normal for them to have tremors all day long. The tremors were very violent. The nurse practitioner they talked to said to adjust the stimulation, but the patient wasn't seeing any improvement. They thought the bladder stimulator was causing it. They said the way they felt it they thought it was the bladder stimulator. The patient was instructed to buy a recharge cable and check the settings. They were told to turn the device down or off to see if the tremors went away. No further complications were reported or anticipated.